Event description:
The patient's mother contacted animas on (B)(6) 2011 to report frequent occlusion alarms. During review of pump's alarm history it was noted that the pump gave an occlusion alarm on (B)(6) 2011 at 6:07pm, 6:09pm, 6:46pm, 7:25pm, 7:48pm, and 8:25pm. Of the 6 occlusion alarms 2 were obtained while the patient was bolusing. Review of pump's bolus history indicated that at 6:09pm the patient only received 1.3u of the 4.3 unit bolus and at 7:48pm she only received .4units of the 4.0 unit bolus. At 8:15pm the patient received the full 10unit programmed bolus. The patient's mother claimed that at the time the alleged issue began, the patient's blood glucose (bg) was 259 mg/dl. At 8:42pm that evening, it was reported that the patient obtained an elevated bg of 502 mg/dl. The reporter stated the patient changed the tubing/set in response to the elevated bg and treated high bg with 10unit bolus; however, at 9:50pm her bg was up to 553 mg/dl. The patient's mother stated the patient tested positive for trace/small ketones and denied that she developed any other symptoms suggestive of a high blood glucose. At 10:49pm that evening the patient's bg was still high at 520 mg/dl. At this time, the reporter stated she spoke with the patient's doctor who advised to disconnect patient from pump and go to back up plan (injections). The patient's mother reported that the patient's bg responded to the injections and the patient had a bg of 85 mg/dl on the morning of (B)(6) 2011. At the time of troubleshooting, the reporter stated she had already discarded infusion set patient was using at the time she was receiving occlusion alarms. The reporter did not recall seeing any issues with blood, lumps or pus at the site and confirmed she did not notice that the tubing was bent or kinked. The reporter also confirmed that the patient had no problems with priming pump. This complaint is being reported because the patient obtained bg readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated multiple occlusions associated with high force occurred. Evaluation revealed that the force sensor was out of calibration. The pump was exercised for 29 hours with no interruptions.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.